Manufacturer narrative:
(B)(4). Batch #: unknown. Additional information was requested and the following was obtained: did the extended surgery time due to the issue with the device changed the plan of care for the patient? - yes. What is the current condition of the patient? - the patient completed the treatment in the clinic. Was there any other action taken for the prolonged time of the surgery? - yes, doctors used clips and sutures where they could have used a handpiece did the procedure have to be converted to open? - no, this is a private clinic, it is important for them to operate endoscopically. Did the patient need any different type of post op care due to the extended time of the procedure? - no. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Photo images were received and are pending review. When the review is completed, a supplemental medwatch will be sent with a summary of the evaluation. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during an unknown procedure, when using the medical device, a whistle appeared in the handle during activation. The branch broke during use. There are no injured patients, the operation time increased by 1 hour.

Manufacturer narrative:
(B)(4). Date sent: 3/30/2023. D4 batch #: v9613v this is an analysis of a set of images submitted for evaluation. Image 1: the image provided by the customer is that of the distal jaw of what appears to be a harh instrument. A closer look at the clamp arm interface shows the blade tip broken off. Image 2: the image provided by the customer shows a harh handle. The batch and serial can be observed as v9613v, (B)(6). Probable causes of blade damage, including breakage, are external contact during pre-op or general use, blade contact with other devices, staples, or clips during the procedure, or using any means other than the blade wrench to attach or detach the blade. Once minor blade damage has occurred, subsequent activations may increase the severity of the blade damage. This in turn can result in activation issues such as failing the pre-run test with the generator and displaying an alert screen. These alert screens can result are such as ¿tighten assembly¿, ¿blade error detected¿ or "relaxed pressure on blade" followed by a ¿replace instrument¿ screen later in the procedure. Continued usage of the damaged blade can result in a broken blade. Based on the photo, the reported event was confirmed. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number v9613v, and no non-conformances were identified.